Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on display window.

Event description:
It was reported the insulin pump kept alarming button error. Customer's blood glucose was 100 mg/dl. Customer's foster mom stated she was trying to press act button over and over, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.